Manufacturer narrative:
The insulin pump was monitored for 24 hours and no unexpected audio tone or beeps during our testing noted. The insulin pump passed displacement test and self test. However, the insulin pump was received with cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump received an audio alarm; no message appeared on the display window to accompany the alarm. No further details were given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.